Event description:
It was reported by getinge field service engineer (gfse) that the cardiosave intra-aortic balloon pump (iabp) had compressor failure. The unit gives a compressor error as soon as it starts up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, g1 (contact person ¿ mfg site), g3, g6, h1 h2 , h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 it was reported by the getinge field service engineer (fse) that when he was going to carry with the field actions cardiosave intra-aortic balloon pump (iabp) had an error ¿power up test fail code #14¿ upon startup. No patient was involved, and there was no harm reported. The error was related to the compressor, so the compressor, scroll was replaced to solve the issue. Calibrations and all functional tests were performed. The machine is stated as functional.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (investigation conclusions).